Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. Visual examination under magnification of the device revealed the glass tip was degraded. Laser fibers are consumable devices and expected to degrade with use. A functional evaluation revealed that the light from the sma connector was distorted, indicating that there was a fracture within the connector. The reported clinical observation is confirmed. It is probable that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector. The device instructions for use (IFU) instructs to handle the fiber with care as damage may occur if struck or bent sharply. Based on analysis results, it is probable that the interaction between the user and device caused or contributed to the reported event and fiber connector fracture.

Event description:
It was reported that the energy emitted by the fiber was insufficient to properly break the stone during a flexible ureteroscopy. The fiber was replaced to complete the procedure. There were no patient complications. The fiber was returned and analysis identified that the fiber connector was fractured.